Event description:
New information received notes the reoccurrence of undersensing on insertable cardiac monitor (icm).

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's implantable cardiac monitor (icm) exhibited undersensing. No intervention was performed. The physician would continue to monitor the device. The patient was stable in condition.